Manufacturer narrative:
Customer did not provide a lot number or return any product(s) for investigation. Technical service specialist left three voicemails with the account and asked them to call to provide additional information; no call(s) have been received. Further investigation cannot be pursued because there is no lot number. Trend code analysis is performed in the monthly complaint review.

Event description:
Customer was asking for the level of detection on the cardinal health hcg combo rapid test for urine specimens. Technical service rep referenced the package insert and stated the 'expected values' section states "the hcg combo rapid test has a sensitivity of 20miu/ml in urine". Customer reported a false negative urine hcg test result with cardinal health rapid test hcg combo (exact date not provided) vs. Blood test. Caller (distributor rep) stated that the patient (no age, no date, no lmp, no medical history) obtained a positive result when using a home pregnancy test. Patient presented to the office for verification of pregnancy and the cardinal heath hcg combo rapid test yielded a negative result (collection time not provided). Blood work was performed (date not provided) and "it showed a low concentration" (value not provided). No further information is available.